Manufacturer narrative:
Evaluation code, results: other (root cause of the event could not be determined) no results available since no evaluation performed - (device or procedural images not provided for review) none¿ (device not returned for evaluation) evaluation code, conclusion: unable to confirm complaint (device or procedural images not provided for review) unknown - (root cause could not be determined) device not returned -no evaluation will be performed (B)(4).

Event description:
It is reported that the patient had a medtronic wiktor stent implanted. Approximately 4 months post procedure the patient underwent bypass surgery due to the stent occluding. The patient has been well since the procedure.